Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 02/03/2026, it was reported that the patient encountered missed predictive alerts on her receiver. Her low alert was set to 70 mg/dl, she did not receive any notification until her glucose had already fallen to 54 mg/dl, at which point she rapidly lost control of her arms, hands, and legs, fell, and struck her head on the refrigerator. She remained on the floor for approximately 40 minutes until she regained consciousness and crawled to her bedroom, where she stayed in bed due to pain and inability to walk. No one assisted the patient as she is living by herself. The patient needed a couple of days bedroom rest and recover due to pain. There was no treatment documented. Since then, she stopped using the cgm and turned to having bg fs readings to manage her glucose. Two days later, she went to the emergency room (ER). Of note, this event was not related to dexcom as the patient was not in an active sensor session for 2 days. At the ER, the clinicians evaluated her, performed a CT scan, and assessed for injury. The patient was finger tested but never told what was the bg fs reading. She was not using the cgm at that point. She was diagnosed with ongoing pain involving her tailbone/lower spine and possible kidney involvement. The ER provided antibiotics (keflex) for a suspected kidney infection and oxycodone, though the patient later avoided further doses due to codeine allergy. No immediate glucose-related medication was given, as she had already recovered from the hypoglycemic event. Following treatment, the patient was discharged after 12 hours in the ER. Pain persisted, and she later saw her primary care physician, who advised her that living alone may no longer be safe due to the severity of the episode. The patient has since been stable at home and continues her given medication. At the time of the report the patient was still experiencing pain. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient encountered missed predictive alerts on her receiver. Her low alert was set to 70mg/dl, she did not receive any notification until her glucose had already fallen to 54mg/dl, at which point she rapidly lost control of her arms, hands, and legs, fell, and struck her head on the refrigerator. She remained on the floor for approximately 40 minutes until she regained consciousness and crawled to her bedroom, where she stayed in bed due to pain and inability to walk. No one assisted the patient as she is living by herself. The patient needed a couple of days bedroom rest and recover due to pain. There was no treatment documented. Since then, she stopped using the cgm and turned to having bg fs readings to manage her glucose. Two days later, she went to the emergency room (ER). Of note, this event was not related to dexcom as the patient was not in an active sensor session for 2 days. At the ER, the clinicians evaluated her, performed a CT scan, and assessed for injury. The patient was finger tested but never told what was the bg fs reading. She was not using the cgm at that point. She was diagnosed with ongoing pain involving her tailbone/lower spine and possible kidney involvement. The ER provided antibiotics (keflex) for a suspected kidney infection and oxycodone, though the patient later avoided further doses due to codeine allergy. No immediate glucose-related medication was given, as she had already recovered from the hypoglycemic event. Following treatment, the patient was discharged after 12 hours in the ER. Pain persisted, and she later saw her primary care physician, who advised her that living alone may no longer be safe due to the severity of the episode. The patient has since been stable at home and continues her given medication. At the time of the report the patient was still experiencing pain. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.